Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Based on available information, the reported mitral regurgitation (mr) appears to be due to disease progression. Furthermore, the reported mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B5: describe event or problem: initially reported event is not related to the device. H6: health effect - clinical code 1930, 1908, 2095, 4451-removed. H6: health effect - impact code 4644- removed.

Event description:
Subsequent to the initially filed report, the following information was received: the patient has a suspected pulmonary infection. Per the physician, atrial fibrillation, hypertension and infection are not related to the implanted clip. The clip remains secure on the leaflets; the mitral regurgitation is due to disease progression. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr). One clip was implanted, reducing mr from 4+ to 1+. On (B)(6) 2021, the patient returned with atrial fibrillation, hypertension, heart rate of 100-120 (bpm), and with infectious symptoms. Echocardiogram was performed which showed mr increased to 4+. The clip was secure on both leaflets. The mr was medial and lateral to the implanted clip. The physician believes mr increased due to atrial fibrillation, hypertension and infectious clinical state. Medication was given for atrial fibrillation. Per the physician, the hypertension can be related to the atrial fibrillation and hyperdynamic state which can also be related to an infection state that is under further investigation. It is unknown if the infection is related to the implanted clip. A transesophageal echocardiogram exam will be repeated. No additional information was provided.